Event description:
During a patient transport, it was reported that the device had a blank screen and displayed the "service" message few minutes into the transport. The user power cycled the device but the same issue occurred. The customer retrieved a second lifepak 12 defibrillator and resumed patient care. The device was in use for monitoring purposes between facilities and the issue had no adverse effects. Physio-control evaluated the device and found the device keypad buttons led flashing and unresponsive when the issue occurred. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio isolated the cause for the malfunction to be failure of the memory pcb assembly. Physio replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.